Event description:
During surgery, the suture broke while being used in the patient's nostril. The surgery was delayed while the operating room team searched for the suture fragment. The product was a 4-0 plan gut straight needle.